Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic and upon interrogation, inappropriate auto mode switch and atrial loss of capture were observed which was a result of insufficient programmed output. The resolution was to discontinue using acap confirm and reprogram the device to a fixed output. No patient symptoms were reported; the patient would be monitored.